Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation, the force pins were found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, the force pins were found to be damaged. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during investigation.